Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the lv lead was tested with a pacing system analyzer (psa) at the revision procedure and was found to be nonfunctioning. The lead-header connection was also checked and was secure. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited high out of range pace impedance measurements. The device was explanted and the lead was surgically capped and abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.